Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 2.75x20mm promus premier¿ stent was selected. During unpacking and taking the stent out from the tubing, the stent was noted to have "come away" from the stent delivery system balloon. The procedure was completed with a different device. No patient complications were reported and the patients status is fine.